Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was inserted into eye and had a scratch on it. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day. Additional information has been received and stated that no patient harm.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned pressed down on two posts of the lens case base resulting in deformation of the iol. A significant amount of solution is dried on the iol. Both haptics are twisted. The optic is bent and scratched/marked-rejectable. The product investigation could not identify a root cause for the reported complaint "lens had a scratch on it, in and out". The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of significant amount of solution dried on the iol. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).